Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the right atrial (ra) lead exhibited high thresholds and low impedance. The atrial lead was manually extracted and new lead was implanted from right side and tunneled across chest due to left sided occlusion. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported that his implantable pulse generator (ipg) is " not getting accurate readings" and this is "due to lead wire faultiness". The ipg, right atrial (ra) lead and right ventricular (rv) lead remain in use. No patient complications have been reported as a result of this event.